Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.